Manufacturer narrative:
No product was returned for evaluation of this reported issue. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose levels reaching below 40 mg/dl. The cause for the reported low bg levels is unknown. No additional information on the reported issue was provided. Recommendation was made to discuss diabetes management with customer's health care professional.